Manufacturer narrative:
The explanted devices were not returned to bsn. Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32,50cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.